Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (12,000 mcg/ml at 4,999 mcg/day), clonidine (1,000 mcg/ml at 416.5 mcg/day), and bupivacaine (20 mg/ml at 8.331 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. It was reported that the patient had expressed to her hcp that she had been experiencing an increase in pain so a pump study was ordered to rule out any issues with the pump or catheter. A catheter study was attempted on (B)(6) 2016, but the physician was unable to aspirate the catheter, so the study was aborted. No intervention took place. The issue was not resolved. The physician indicated that he was going to have his nurse decrease the patient's dose by 25% on ((B)(6) 2016) to see if the patient's pain increased any more or didn't change at all. Depending on the patient's response, the physician may elect to do a catheter revision at a later date. The patient's status was reported as "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.